Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test, pressure test and clear passage under water were performed, and no defect was found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid did not flow through the tubing of the clearlink secondary medication set. Half-way through the infusion, the fluid stopped dripping and would not flow. This issue was noted at the peripheral IV site. The rate of infusion was 100cc/hr of an unspecified antibiotic. It was reported that the primary maintenance IV ran fine and just the secondary infusion was the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.